Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for chronic low back pain and non-malignant pain. It was reported that the patient had their pump replacement last week after 7 years. The patient ended up in the hospital last friday ((B)(6) 2020) and did not leave until tuesday ((B)(6) 2020). The patient was in the hospital because she was nauseous and felt like her skin was crawling. It was further noted that the patient has kidney stones, but never felt this way before with kidney stones. The patient was described as having never been this sick to her stomach and uncomfortable. It was noted that a physician believed the patient was going through withdrawal. While in the hospital the patient was given norco and ativan. Ever since the patient had has had the pump, she had never had to take anything for break through pain so it was not normal for her to be feeling this way and she has 12 norco left and had been taking those ever since she left the hospital, otherwise the patient could not do anything. The patient had lost 9 pounds in a week. The patient had seen their healthcare provider (hcp) and the pump was interrogated. It was indicated that the pump was working as it should and the hcp told the patient to come back in december. It was further noted that the patient had taken some klonopin while being home. No further patient complications have been reported as a result of this event.